Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 309653 and lot number 0031606. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples were received for evaluation by our quality team. One sample came in a sealed packaging blister. Visual inspection was performed and no foreign matter or other defect was found. The other sample came with no packaging blister. This syringe had been used and had residues of a drug. During visual inspection, a piece of foreign matter was seen adhered to the bottom part of the syringe barrel inner wall. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign particle in an attempt to identify the particle¿s composition. The ftir results indicated that the particles closest result was wet tube cement; however, upon study under a microscope, it was noticed that the foreign matter was fibrous in nature. Testing was inconclusive as to what the fibrous material was and laboratory results determined that the black foreign matter was not a part of the stopper. Based on the investigation results, a cause for the reported incident could not be determined. There are current quality controls in place to detect this type of product malfunction during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: the samples was sent to a lab for foreign matter identification. After receiving the laboratory report. The probable root cause is unknown. Rationale: based on the investigation and with the analysis of the sample the symptom reported by the customer is confirmed; however, the root cause is unknown; this lot was produced for 0.134mm units this is a cpm of 7.4.

Event description:
It was reported that the bd luer-lok¿ tip syringe had debris in the plunger prior to use. The following information was provided by the initial reporter: "I am reaching out to you regarding a defective product that was reported to me: 50m syringe that had debris in the plunger."